Event description:
The rotator broke during an angiography procedure while using a micro catheter. Pressure limit was 800psi.

Manufacturer narrative:
Evaluation: device has not been returned for evaluation. A review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. Conclusions: other, a follow-up report will be submitted when the device evaluation has been completed.